Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the calcified superior mesenteric artery (sma). This 6.0x20x135cm express biliary ld stent was selected and advanced with some resistance. When placing the stent, the stent dislodged and migrated down the sma. The stent was successfully snared and removed from the patient. The procedure was completed with another express biliary ld stent. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)